Manufacturer narrative:
The device was evaluated and was found to have functioned as intended. The function of the relief valve is to relieve any line pressure that may be created as a result of line occlusion. A DHR review was conducted and no anomalies related to the complaint condition were found.

Manufacturer narrative:
The sample is expected to be returned for investigation. A follow-up medwatch will be submitted if additional information is received.

Event description:
A report was received regarding an alleged incident. The report states that the valve leaked during use. There were no patient complications resulting from the alleged incident.